Event description:
New information received indicated that when the patient presented to the clinic with an unspecified infection, the physician noted that some functions of the pacemaker were disabled and that the device was not in a fully operational state.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with hematoma, drainage, redness and swelling at the pacemaker implant site, consistent with an infection. The physician elected to explant the pacemaker on (B)(6) 2026. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
Correction, section b3, d6b and h6: the correct event date is (B)(6) 2025, the explant date is (B)(6) 2025, and the component code should be 4755-part/component/sub-assembly term not applicable.

Event description:
New information received notes that the patient presented on (B)(6) 2025 with a pocket rupture secondary to infection. In response, the physician elected to perform complete explantation of the pacing system, including the pacemaker, the right atrial (ra) and right ventricular (rv) leads, which was carried out on (B)(6) 2025.